Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was requesting an explant due to pain at generator site. The nurse had been adjusting the patient¿s settings and nothing has resolved the pain. She believes the pain is not related to the device. It is was recommended for the patient¿s settings to be titrated down and have device turned off for a period of time to see if symptoms resolve. Patient was referred to their initial implant surgeon for a consult. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that pain was noticed sometime after surgery last year to remove an ovarian cyst. Patient reports to have pain for a week then it is not present. Patient confirmed no trauma or manipulation occurred at the site of the device. Nurse confirmed diagnostics were ok and no anomalies were present. Patient's settings were decreased due to explant surgery in 2 weeks for pain. No other relevant information has been received to date.